Event description:
The customer reported red x in upper corner, unit is chirping and display is not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.